Event description:
It was reported to ventec that the device does not have any ventilation output. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was an integrated circuit (ic), designator u701 of the control board.